Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump history found that on the reported event date of (B)(6) 2011, the pump was not powered on; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical department by a nurse that stated the device, "under delivered." No specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Though requested, no additional information was provided.